Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead 50 cm. Model #: sc-2366-50, serial #: (B)(4), description: linear 3-6 lead 50 cm. The explanted leads were not returned to bsn as they were disposed of. As the devices involved in the complaint have not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient experienced difficulty charging the ipg due to the deep placement of the ipg. The patient underwent an ipg revision procedure to move the ipg more superficial. During the procedure the physician noted that 4 leads had migrated, therefore, the physician electively replaced the 4 leads. There were no symptoms due to the lead migration. The patient was doing well postoperatively.